Event description:
A journal abstract was received titled: intrapelvic migration of a guide pin during fixation of a hip fracture: who and what is to blame? Acta orthopaedica belgica. April 2005; 71 (2):239-241. Authors and website: sayegh f.e., tsintzas d., kapetanos g.a. Reportedly a (B)(6) patient underwent internal fixation with a dynamic hip screw for a stable intertrochanteric fracture of the right hip on an unknown date. There was a complete intrapelvic migration of the threaded guide pin noted in the postoperative radiograph, which was not noticed during the operation. By laparotomy, the pin was removed with no damage to the pelvic viscera reported. The patient reportedly made an uneventful recovery. A copy of the literature abstract is being submitted with this report. This report is for a guide pin/wire. It is unknown if the device is a synthes product. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.